Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the keypad up/down/ok buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up arrow and down arrow keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas for evaluation when the evaluation is completed a supplemental report will be filed. No conclusions can be made at this time. (B)(6).